Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: all tubes in this set only fill to 3/4 of the maximum volume, even on samples that have already been purged. Whether it is with fins or classic needles, the suction decreases halfway through the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples but did receive 2 photographs from the customer in support of this complaint. The attached photographs show a low draw volume level in the tube. 20 retained samples were evaluated by functional testing. From this testing, it was determined that all 20 tubes drew within specification. The complaint has been confirmed due to the photographs provided. Testing of retained samples from this lot number did not confirm the reported defect. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: all tubes in this set only fill to 3/4 of the maximum volume, even on samples that have already been purged. Whether it is with fins or classic needles, the suction decreases halfway through the tube.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-09. H.6. Investigation summary: bd received four (4) samples and two (2) photos for investigation. The photos were reviewed and show a low draw volume level in the tube, underfill was observed. Additionally, the four (4) customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. The complaint has been confirmed due to the photographs provided. Testing of retained and returned samples from this lot number did not confirm the reported defect. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: all tubes in this set only fill to 3/4 of the maximum volume, even on samples that have already been purged. Whether it is with fins or classic needles, the suction decreases halfway through the tube.